Event description:
Description according to initial reporter: patient had a celect¿ platinum vena cava filter implanted 3 months ago. It was found that one leg had perforated the vena cava and caused a pseudoaneurysm in the lumbar artery. As the pseudoaneurysm grew the filter tilted 90 degrees (vertical to horizontal). The physician embolized (unknown coils) the lumbar artery to prevent bleeding from the pseudoaneurysm. On (B)(6) 2021, there was a failed retrieval attempt; retrieval failed due to the tilt of the filter. The physician also believes the filter migrated due to the tilt. Patient outcome: patient is asymptomatic as of (B)(6) 2022. Patient is still currently hospitalized with intention of discharge home until week of (B)(6) 2022 when the second attempt to retrieve filter will take place.

Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook celect filter. Similar to device marketed under PMA/510(k): k171712. Investigation is still in progress.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: a celect-pt filter that was placed on (B)(6) 2021 was found to had perforated the vena cava with one filter leg and caused a pseudoaneurysm in the lumbar artery. As the pseudoaneurysm grew the filter tilted 90 degrees (vertical to horizontal). The physician embolized (unknown coils) the lumbar artery to prevent bleeding from the pseudoaneurysm. There was a failed retrieval attempt; retrieval failed due to the tilt of the filter. The physician also believes the filter migrated due to the tilt. On (B)(6) 2022 a second filter retrieval was attempted, which successfully removed the filter. Venogram at time of ivc filter placement, venogram time of attempted retrieval, CT scans of the abdomen and pelvis, angiogram and venogram at time of retrieval were provided for imaging review. Per imaging reviewer´s findings: venogram at time of ivc filter placement, dated (B)(6) 2021 demonstrates initial access via the left femoral vein with an omni flush catheter positioned in the iliac vein followed by the inferior vena cava demonstrating normal ivc anatomy. The infrarenal ivc measures approximately 21 mm. A celect platinum ivc filter was deployed in the infrarenal ivc with approximately 4° of rightward tilt present. The maximal distance between the primary filter feet measures 20 mm. All of the primary and secondary filter legs appear normally aligned. Follow-up venogram at time of ivc filter attempted retrieval, dated (B)(6) 2022 demonstrates access via the jugular vein with an angled catheter position caudal to the ivc. There is interval development of posterior tilt as is evident by the offset appearance of the primary filter legs. Anteriorly, there are 2 secondary filter legs that appear to be slightly mal-aligned oriented near perpendicular to the long axis of the ivc filter. The hook of the ivc filter appears to perforated through the wall of the ivc. Despite multiple attempts at snaring the filter hook and displacing the hook from the wall of the ivc, the operator was unsuccessful. It appears the physician attempted a few advanced techniques such as a loop snare technique as well as balloon angioplasty technique to displace the filter, none of which appeared to be successful. Follow-up CT scan performed the same day ((B)(6) 2021) and the next day ((B)(6) 2022) acquired in different phases of IV contrast enhancement, demonstrate the celect platinum ivc filter in the ivc. The hook of the ivc filter appears to extend into the ostium of the right renal vein and extends through the posterior wall of the junction of the ivc and renal vein ostium. On the sagittal images appears to extend approximately 9 mm outside of the ivc wall perforating through the cranial margin of the ostium of the right renal vein. In addition, the 2 malalignment secondary filter legs extend greater than 3 mm outside the wall of the ivc and approach the duodenum, but do not clearly contact the duodenum. Just posterior to the primary filter feet there is a 3 cm pseudoaneurysm which appears to arise from a lumbar artery in this region. Although the primary filter foot is no longer in close proximity to the lumbar artery, this is likely a result of the pseudoaneurysm displacing the filter and the ivc anteriorly. Relative to the centerline of the ivc there is approximately 36° of posterior tilt and no significant right or left tilt. There are no primary filter leg fractures. Follow-up angiogram performed on (B)(6) 2022 demonstrates sub-selective angiography of the l2 and l3 vertebral arteries on the right with opacification of the pseudoaneurysm with injection of the l3 vertebral artery followed by coil embolization of this vessel to complete stasis. Venogram from time of ivc filter retrieval dated (B)(6) 2022 demonstrates access via the jugular and femoral approach. Eventually, a glidewire loop snare was formed in a hangman's configuration between the neck of the ivc filter and the wall of the ivc. With what appears to be significant force the ivc filter was nearly bent in half and retraced into the retrieval sheath. Follow up venography demonstrates narrowing of the ivc in the region of the pseudoaneurysm likely due to mass effect but no evidence of active extravasation. Per imaging reviewer´s impressions: per the complaint report, the indication for ivc filter placement was not discussed. The initial venogram demonstrates normal ivc anatomy and uneventful placement of a celect platinum ivc filter in the infrarenal ivc without evidence of significant tilt. Follow up venography demonstrates interval development of a posterior tilt with malalignment of 2 secondary filter legs oriented near perpendicular to the long axis of the ivc filter and pointed anterior. Furthermore, the hook of the ivc filter now appears to terminate within the ostium of the right renal vein and potentially extends through the renal vein on the venogram images. The filter retrieval at the time of this venogram was unsuccessful. Follow-up CT scan performed on the same day and the next day demonstrate interval development of a large pseudoaneurysm posterior to the ivc filter with the primary filter feet in close proximity to the pseudoaneurysm. Although the ivc filter feet are no longer immediately adjacent to the lumbar artery which gave rise to the pseudoaneurysm, the suspected etiology of the pseudoaneurysm is that a primary filter foot penetrated through the wall of the ivc and damaged the wall of the lumbar artery resulting in the pseudoaneurysm. The initial ivc filter was placed without significant tilt appreciated on the ap projection furthermore the primary filter feet appeared fairly level suggesting there was not a significant anterior/posterior tilt at the time of deployment. Chronology and etiology of the filter tilt and whether the perforation occurred first causing the pseudoaneurysm that contribute to the tilt, or vice versa, is indeterminate. Fortunately, it seems that the patient was asymptomatic in regards to the pseudoaneurysm which was embolized to stasis the following day. The filter was eventually retrieved during the subsequent month using advanced techniques including with a jugular and femoral approach as well as a glidewire loop snare and a hangman's configuration eventually removing the filter. The follow-up venogram demonstrates mild, what appears to be an extrinsic compression of the ivc, likely due to the thrombosed pseudoaneurysm. Without more data including sequential cross-sectional imaging studies through the level of the ivc filter, it is impossible to determine with 100% certainty whether or not the perforation which resulted in the pseudoaneurysm occurred prior to developing the tilt. However, as the filter is primarily tilted with the hook displaced more posteriorly, my feeling is that the perforation through the wall of the ivc likely resulted in the pseudoaneurysm which then contribute to the tilt rather than the opposite scenario. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. There are adequate controls in place to ensure that this type of device is manufactured to specifications. Based on the provided information and imaging review a cause of the reported failure cannot be determined. However, filter perforation is a known adverse event. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.